Event description:
It was originally reported that the patient was undergoing generator replacement due to depleted battery. The generator and lead were both replaced and returned for analysis. The generator analysis confirmed that the battery had depleted normally and no other issues were found. Analysis on the lead indicated that only a portion of the lead was returned however the returned portion did not suggest any anomalies with that section of the lead. Clinic notes received that were patient operative notes from the generator and lead replacement surgery. The notes indicated that the patient was seen for follow-up for her vagal nerve stimulator. She has had the generator since 2001 and has seen good results with it. Her seizures were noted to have become quite infrequent with the stimulator although now that the battery is wearing out they have increased. The surgical notes indicate that a new double lead generator was opened and attached to the old lead and impedance was high. They repeated the interrogation again and once again the impedance was high. They visually inspected the leads and did not see any abnormality but felt that they needed to replace the leads to the neck. No additional or relevant information has been received to date.